Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified during priming with an unknown bd syringe. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: valve malfunction, unable to inject.